Event description:
It was reported that the patient thought stimulation was too high and she wanted to turn it down because it was vibrating where it should not be. The patient stated that it felt like a poke and it hurt on the inside of the left side of her vagina lip, which started the day prior to the report. The patient was assisted with the programmer and it was found that her device was off on program 2 at 0.0 volts. The patient verified she was seeing the on and off icon on the programmer screen by turning the implant on and off. The patient noted that she still felt uncomfortable stimulation sensation when it was off. The patient then stated that the setting had been 0.0 since implant. The patient stated that the manufacturer representative was supposed to talk to her after surgery, but this did not happen and her healthcare provider (hcp) stated that the representative probably programmed the device and left. The patient intended to keep the stimulation off until she talked to her hcp ¿on monday.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).